Event description:
It was reported the customer's insulin pump was not properly delivering insulin by the hour as programmed. Customer stated their blood glucose was high and believed it was caused by insulin was not being delivered. The customer was unable to verify if the settings were correct on their insulin pump. Customer stated they would call back. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.